Manufacturer narrative:
Additional pro code selection that applies to the indication of this device - nhl.

Event description:
It was reported that the deep brain stimulation (dbs) patient enrolled in clinical study (B)(6) developed bilateral dehiscence wounds at the site of the implantable pulse generator (ipg). The wounds were cleaned, and medication was administered. The event was resolving. This non serious adverse event was reported as related to the procedure and not related to the hardware or stimulation.

Event description:
It was reported that the deep brain stimulation (dbs) patient enrolled in clinical study a4010 developed bilateral dehiscence wounds at the site of the implantable pulse generator (ipg). The wounds were cleaned, and medication was administered. The event was resolving. This non serious adverse event was reported as related to the procedure and not related to the hardware or stimulation. Additional information was received indicating the wound dehiscence was located at the site of the lead not the ipg. Additional information was received providing the model and serial number of the lead.

Manufacturer narrative:
Additional pro code selection that applies to the indication of this device - nhl.

Manufacturer narrative:
Additional pro code selection that applies to the indication of this device - nhl.

Event description:
It was reported that the deep brain stimulation (dbs) patient enrolled in clinical study a4010 developed bilateral dehiscence wounds at the site of the implantable pulse generator (ipg). The wounds were cleaned, and medication was administered. The event was resolving. This non serious adverse event was reported as related to the procedure and not related to the hardware or stimulation. Additional information was received indicating the wound dehiscence was located at the site of the lead not the ipg.